Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the morning of the event, the patient experienced cold and flu-like symptoms. The cgm was 380 mg/dl. And the patient did not have supplies to check her bg. She drove herself to the hospital. There, the bg was 1200 mg/dl. It is unknown, what the cgm was displaying, during this time. Nurses gave her an insulin drip at 75 units. And after 8 hours, she was discharged. Before she left the hospital, her bg reading was 101 mg/dl. And she could not provide the cgm value at that time. She reportedly, decided to change to a new sensor and went home the same day. No product or data was provided for investigation. Problem could not be confirmed. And probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).